Event description:
Per the clinic, the patient experienced infection at the abutment site.

Event description:
Per the clinic, the patient experienced crusting, redness and irritation around abutment site. The abutment was removed on (B)(6) 2023, and the patient was treated with topical antibiotics. The implanted device remains. This report is submitted on may 11, 2023.